Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Cannula kink and biomaterial are both potential causes of the low pump flow issue; however, the root cause of the issue was not determined without sufficient clinical information, including data logs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right percutaneous vein in a 46-year-old female patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The impella rp flex was successfully implanted using established access (previous swan-ganz catheter) in the right internal jugular vein. After implantation, support was initiated at p2 with an initial flow (if) of 1.5¿2 l/min. The initial flow was increased to p4, which resulted in an acute spike in motor current (mc) to over 700, with no improvement in flow. Attempts to increase flows to p6 and above led to decreased flows and severely elevated mc. Decreased impella flows continued to be observed at higher p levels, with better flow at lower p levels and sustained elevation of mc. The managing physician decided to remove the pump and replace it with a new device. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Additional information has been provided in d9 and h6.